Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with no delivery alarm and occlusion. The customer states they normally get the device to work after replacing set. The customer states they continue to get no delivery alarms. The customer declined to troubleshoot at this time.